Manufacturer narrative:
Citation: agrawal am et al. Intraoperative right coronary artery obstruction due to aortic root prosthesis mismatch after aortic valve replacement¿a case report. Journal of cardiac surgery. 2019; 34:1396-1398. Doi: 10.1111/jocs.14227 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with severe aortic stenosis, an aortic orifice area of 0.6cm², and a peak gradient of 94mmhg who underwent implant of an 18mm medtronic open pivot mechanical aortic valve. No serial numbers were provided. Upon removing the patient from cardiopulmonary bypass (cpb), there was right ventricle distension and coronary artery ostial occlusion caused by patient-prosthesis mismatch. A saphenous vein graft was anastomosed to the proximal right coronary artery to correct the occlusion. No additional adverse patient effects or product performance issues were reported.